Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported the comb is bent on a skin graft mesher. The event timing was after surgery during equipment maintenance. No patient involvement. No adverse events were reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional information the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has previously repaired/evaluated skin graft mesher serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was july 9, 2018 where it was reported that the unit is damaged and not working and the comb, roller, bearings, and roller gear were replaced. This is a related issue. On may 15, 2019, it was reported that the comb mechanism is a little bit broken .the customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Product review of the skin graft mesher by flextronics on may 29, 2019 revealed that the comb was bent. The calibration was within specifications and produced a passing sample mesh. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by flextronics on june 6, 2019 which included replacement of the comb. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. RMA number 1614. While the returned product investigation confirmed that the skin graft mesher had a bent comb, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the comb was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.